Manufacturer narrative:
Product event summary: the 12fcc20 sheath with lot number unknown was returned and analyzed. Visual inspection of the shaft and handle area were performed. The tip of the sheath was intact with no anomaly. The inspection identified a kink on the side port tube. The native dilator was not returned with the sheath. The steering mechanism and deflection tests were performed, and no anomaly was discovered. The lab test dilator was inserted into the sheath and retracted several times, without any friction. The dilator was snap-locked to the sheath and was tight. Visual inspection and magnifying with a high-resolution microscope showed the valve housing was intact without any issue. The performance test with the sentinel blackbelt leak tester was performed. The pressure test with 45 pounds per square inch gauge (psig) showed the pressure decay in the device was 0.063 psig and in an acceptable range (should be between -0.3 and 0.3 psig). The vacuum test with a negative pressure of 8.5 psig showed the pressure decay in the device was 0.011 psig and in an acceptable range (should be between -0.3 and 0.3 psig). In conclusion, the reported side port aspiration issue was not confirmed through analysis and testing. The sheath failed return inspection due to a kink on the side port tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the use of the flexcath contour, it took longer than expected to aspirate air out of the sheath. This issue was noted for with two sheaths. The case was completed with cryo. No patient complications have been reported as a result of this event.